Event description:
The customer contact reported a leak. The option-lok male adapter of the tubing set was connected to a needleless valve connector and was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of cytoxan 1200mg/250ml, with a volume to be delivered of 310ml, for a duration of 30 minutes. No further programming parameters were provided. It was reported that 21 minutes after the delivery was started, the pt reported that her clothes were wet. At this time, the nurse noted that solution leaked from the luer connection of the option-lok male adapter and the needleless valve connector. The customer contact reported that an unspecified volume of solution came into contact with the pt's skin and clothing. It was reported that the nurse noted that the luer connection was loose and tightened the luer connection. The therapy was resumed. It was reported that the pt's skin was washed and the pt's clothes were changed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks, and general connection events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with iso standard ((B)(4)) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.